Event description:
IV pump programmed to deliver 53ml/hour of 1 liter solution via smart pump. Three hours later it was noted that nearly the entire liter had been infused. The infusion was noted to be running at nearly free flow by 2 rns. The infusion was stopped and removed from service. Pump appeared to be programmed correctly as noted by 2 rns and later confirmed by internal logs created in pump. During evaluation in clinical engineering the tubing was noted to be kinked when the door of the pump was opened. No loading error alarm sounded. No injury to patient.====================== manufacturer response for infusion pump and tubing, sigma spectrum and baxter tubing (per site reporter)======================the manufacturer immediately responded, sent company representatives to facilities. Assisting in identifying root cause of issue and continued support of front line clinical staff.